Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Taxus liberte clinical study. It was reported that patient had progression of coronary artery disease and target vessel revascularization occurred. In (B)(6) 2011, the patient was diagnosed with non q-wave stemi (killip classification: I) and underwent cardiac catheterization. Target lesion was an in-stent restenotic lesion located in the mid right coronary artery (rca) with 100% stenosis and was 34 mm long with a reference vessel diameter of 5.0 mm. Target lesion was treated with pre-dilatation and placement of a 4.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain and was diagnosed with progression of cad. The patient was hospitalized on the same day and underwent cardiac catheterization. At the time of the event the patient was taking aspirin. The study drug per protocol was last taken in (B)(6) 2013. The 75% mid rca was treated with placement of 4 x 18 mm non bsc drug-eluting stent. Following post dilation, residual stenosis was 0%. Target vessel revascularization was performed to treat the event and was considered resolved without residual effects. On the next day, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first target lesion was an in-stent restenosis of a bare metal stent. The stenosis noted in mid rca on (B)(6) 2013 was a de novo lesion and not an in-stent restenosis of the previously placed study stent.